Manufacturer narrative:
Product analysis: no product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at an unspecified time in relation to a transcatheter bioprosthetic valve implant, unspecified vascular repair was required. No additional adverse patient effects were reported.